Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of spondy involved in tlif (transforaminal lumbar interbody fusion) procedure, levels implanted: l4-s1 it was reported that during procedure, the inner tube threading sheared off and was unable to hold the implant on the inserter. Instrument broke and it is unknown whether fragments remained in the patient's body. Product was utilized correctly according to the directions given in the IFU/labeling. There were no patient symptoms or complications reported as the result of this event. There was no additional treatment/surgery performed as the result of this event. Patient is alive and no injury.